Event description:
Additional information received reported that the patient also had complaints of increasing spasticity despite increasing dosages at the time of replacement in (B)(6) 2014.

Event description:
The patient was noted to be a high functioning wheelchair bound patient that utilized his upper body a lot, but continued to have increased spasticity issues. They had tried a ptm (personal therapy manager), bolus dosing, and single boluses to confirm patient response a number of times. The patient would initially respond and it was effective for a short time and then gradually the spasticity levels continued to increase. A dye study was done and it was normal. The decision was made to replace the entire device system. During the replacement procedure, the catheter broke at the anchor site when the surgeon touched it. The physician thought that he might have accidently cut the catheter as he was dissecting down to it, but he could not be sure if the catheter was damaged prior to surgery or if he cut it. The device system was delivering baclofen with a concentration of 4000 mcg/ml. For subsequent events, see manufacturer¿s report # 3004209178-2014-20098.

Manufacturer narrative:
(B)(4) no longer applies for the pump or the catheter.

Event description:
Additional information was received from a consumer on 2016-nov-29. It was reported that the patient's intrathecal baclofen dose was up to 3900 mcg/day and the patient experienced "baclofen insensitivity" in 2014 so the daily dose was decreased to 2100 mcg/day although the patient was still experiencing severe spasticity that began in 2014.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8590-9, lot# n269471, implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type accessory product ID 8590-1, lot# n263621, implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type accessory. (B)(4).